Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint of leakage of biohazard from the sit not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24feb2020 to date 24feb2021. Complaint trend: there are 5 complaints related to a sit leakage not contained within the instrument; pr# (B)(4), (B)(4), (B)(4), (B)(4), and this one, (B)(4). Date range from 24feb2020 to date 24feb2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # 659180-659180-r659180000406-106214752-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn pinch valve tubing. ¿the pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The customer had initially attempted to resolve the issue by running daily cleanings, monthly cleanings, pinch valve checks, and sit flushes with only temporary functionality. An fse (field service engineer) was sent onsite, who confirmed that issue was due to the pinch valve being stuck shut and replaced the v8 tubing with a new one (pn 343664). No parts were requested for evaluation as the replaced parts are not returnable and were discarded. In addition to the primary issue of the leakage, the p15 drain had disconnected during the service visit. This disconnect caused air to enter the hydraulic system, and the fse had to reattach the drain and purge and rinse the flowcell/apparatus. After these repairs, the instrument was tested and was performing as expected with no further leaks. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01812132, case # (B)(4). Install date: 3jun2019. Defective part number: n/a. Work order notes: subject / reported: 659180 - facslyric 3l10c instrument - dripping needle. Problem description: email ok user: good morning, after problems with our first cytometer (which is working at the moment), problems have started with the second "newer" cytometer. The problem also started with "dripping" from the needle, after many attempts to unclog and rinse, we wanted to do the "monthly cleaning" procedure, during which various errors popped up and at this point facssuite does not even want to start ... We dismantled the cytometer and the only thing that can be seen is that above the needle there is a kind of crystallized liquid and in this "snake" there is also a trace that something has precipitated. We ask for help. Work performed: during the service visit, the drain from port p15 was disconnected - there was air in the hydraulic system. A drain was attached at p15. Purge sheath filter, drain and fill flowcell and rinsing of the apparatus were performed many times. Additionally, the tubing on the v8 valve (pn: 343664 tubing silicone) was preventively replaced and the needle aspiration line was rinsed. When working with high-viscosity-rich material, additional rinsing is recommended (sit flush with the tube in place). Correct pqc result. The device is operational in accordance with the technical documentation. Recommended date of the next technical inspection: no. Cause: drain disconnected from port p15. Solution: issue: primary: dripping from sit during sit flush, secondary: line disconnected from p15. Cause: primary: probably "glued" line in v8 secondary: user error when she try to check line in v8. Service: primary: line in pinch valve v8 has been preventively replaced with pn:343664 tubing silicone. Secondary: line attached to p15. Result: sit flush ok, pqc passed. Internal notes: piotr golebiewski 2021-02-25 15: 35: 05z: for dispatch, today customer informed that the problem returned and it still drops from the needle. Piotr golebiewski 2021-02-24 13:38:22z: further action, other-give reason. Customer did monthly cleaning, daily cleaning, checked the tubing on valve v8, did sit flush using tube with warm facsclean. After that instrument works properly. Tomorrow customer will go to pqc. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O tfs ID: 89169. O ID: libivd-ra-61 2.1.6. O reg¿status: ivd; ruo . O hazard: exposure to biological sample. O cause: back drip from injection port (sit) . O harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drops. Provide instruction for universal precautions. O reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause . O implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. O effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. O probability: 1 . O severity: 3 . O risk index: 3 . O residual risk evaluation: a. O new hazards: none. O tfs ID: 89227 . O ID: libivd-ra-247 3.1.25. O reg¿status: ivd; ruo . Hazard: instrument temporarily inoperable. Source: sit fmea cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Reg link (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due a worn pinch valve tube. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due a worn pinch valve tube. The fse confirmed the issue and replaced the pinch valve tubing. During the service visit, the p15 drain had disconnected so the fse had also reattached it and ran several purges and rinses to clean the flowcell and apparatus. After the repairs, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported while using bd facslyric¿ potentially biohazardous waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after problems with our first cytometer (which is working at the moment), problems with the second "newer" cytometer have started. The problem also started with "dripping" from the needle, after many attempts to unclog and rinse, we wanted to do the "monthly cleaning" procedure, during which various errors popped up and at this point, facssuite does not even want to start ... We dismantled the cytometer and the only thing that can be seen is that above the needle there is a kind of crystallized liquid and in this "hose" there is also a trace that something has precipitated. Additionally, on 2021-03-21 the fse provided the following additional information: was the leak contained within the instrument? No, dripping from sit. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Facsflow, could be contaminated with sample. What is the source of leak -- waste line or non-waste line? Sit, so could be treated as waste. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? Leakage could be contaminated with clinical (e.g. Blood) sample. Customer uses gloves during standard operation. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric" potentially biohazardous waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after problems with our first cytometer (which is working at the moment), problems with the second "newer" cytometer have started. The problem also started with "dripping" from the needle, after many attempts to unclog and rinse, we wanted to do the "monthly cleaning" procedure, during which various errors popped up and at this point, facssuite does not even want to start ... We dismantled the cytometer and the only thing that can be seen is that above the needle there is a kind of crystallized liquid and in this "hose" there is also a trace that something has precipitated. Additionally, on 2021-03-21 the fse provided the following additional information: was the leak contained within the instrument? No, dripping from sit. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Facsflow, could be contaminated with sample. What is the source of leak -- waste line or non-waste line? Sit, so could be treated as waste. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? Leakage could be contaminated with clinical (e.g. Blood) sample. Customer uses gloves during standard operation. Was there any physical harm to the customer as a result of the leak? No.